Event description:
It was reported that the procedure was cancelled. A 1.50mm rotalink burr was selected for use. During the procedure, the whole set of single-use device could not be used normally due to the advancer was leaking gas. The procedure was cancelled. There were no complications, and patient was stable post procedure. It was further reported that there were no issues with the rotalink burr, and that the patient was sedated with local anesthesia. It was further reported that the burr stalled due to the advancer leak.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the coil was kinked and stretched at the handshake connection. A media depicted a photo showing the bottom of the (related) advancer to bsc; however, no evidence to confirm the reported event was provided. No other issues were identified during the product analysis. E1-initial reporter phone: (B)(6)

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotalink burr was selected for use. During the procedure, the whole set of single-use device could not be used normally due to the advancer was leaking gas. The procedure was cancelled. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotalink burr was selected for use. During the procedure, the whole set of single-use device could not be used normally due to the advancer was leaking gas. The procedure was cancelled. There were no complications, and patient was stable post procedure. It was further reported that there were no issues with the rotalink burr, and that the patient was sedated with local anesthesia.